Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Lot number: b26270 manufacturing date: apr-2013 expiration date: 30-apr-2016. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a ne.' Technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined. Therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2017: quality-safety evaluation of ptc received. Company causality comment: this study case report refers to a (B)(6) female patient who was involved in a company-sponsored observational study titled "(B)(4). She experienced severe pelvic pain after essure and novasure insertion procedure. She underwent a laparoscopic assisted vaginal hysterectomy with left oopherectomy-salpingectomy. The investigator considered the event to be related to fallopian tube occlusion insert and unrelated to novasure. The event is regarded as anticipated according to the reference safety information for essure and novasure. Pelvic pain may occur during essure therapy and novasure procedure. In this case, the event occurred about 11 months after essure insertion and about 8 months after novasure procedure. It was reported that a pathology report revealed a benign left ovarian with multiple folicular cysts which could be an alternative possible explanation for occurrence of pelvic pain. However, company considers the event to be related to essure and unrelated to novasure in line with investigator's assessment. This case was regarded as incident because surgical intervention was performed and device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. The novasure device is not manufactured by (B)(4). Novasure-related event in this complaint report were assessed based on the information available to (B)(4). The legal manufacturer of novasure, (B)(4), has been contacted. Any follow-up information regarding this event that (B)(4) receives will be added to the case and forwarded as required.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 4-apr-2017: the case will be deleted from bayer database because is a duplicate case. The case that will remain in argus is (B)(4).

Event description:
This (B)(6) female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: 16975). The patient (patient ID: (B)(6)) received fallopian tube occlusion insert for sterilization and novasure for menorrhagia. The report describes a case of pelvic pain ("pelvic pain"). On (B)(6) 2013, the patient started fallopian tube occlusion insert. On (B)(6) 2013, the patient started novasure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with left oopherectomy-salpingectomy on (B)(6) 2014.). Fallopian tube occlusion insert was withdrawn. At the time of the report, the pelvic pain had not resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The investigator considered pelvic pain to be unrelated to novasure. The reporter commented: pathology report revealed a benign left ovarian with multiple folicular cysts. Left essure was visualized inside left fallopian tube. Diagnostic results: transvaginal ultrasound on (B)(6) 2014: nonspecific enlargement of the left ovary to approximately 5cm versus hemorragic cyst. Company causality comment: this study case report refers to a (B)(6) female patient who was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: 16975). She experienced severe pelvic pain after essure and novasure insertion procedure. She underwent a laparoscopic assisted vaginal hysterectomy with left oopherectomy-salpingectomy. The investigator considered the event to be related to fallopian tube occlusion insert and unrelated to novasure. The event is regarded as anticipated according to the reference safety information for essure and novasure. Pelvic pain may occur during essure therapy and novasure procedure. In this case, the event occurred about 11 months after essure insertion and about 8 months after novasure procedure. It was reported that a pathology report revealed a benign left ovarian with multiple folicular cysts which could be an alternative possible explanation for occurrence of pelvic pain. However, company considers the event to be related to essure and unrelated to novasure in line with investigator's assessment. This case was regarded as incident because surgical intervention was performed and device removal was required. Further information and product technical analysis are being sought. The novasure device is not manufactured by bayer. Novasure-related event in this complaint report were assessed based on the information available to bayer. The legal manufacturer of novasure, hologic, has been contacted. Any follow-up information regarding this event that bayer receives will be added to the case and forwarded as required.